Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has not been returned for evaluation to date. Based on the info received, the results are inconclusive and the root cause of the event is unk.

Event description:
It was reported when post dilating an iliac stent on the 1st inflation, the balloon burst at 14 atm. A .035 wire and 6f sheath was used. There was no pt injury reported.